Manufacturer narrative:
H6: updated coding based on the result of the investigation. Investigation summary the device was not returned for evaluation. (Thrombosis): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review a post sterile inspection check was unable to be completed as the serial number of the complaint device is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support the patient was treated by a thrombectomy after a thrombosis was found at the iliac and at the impella access site during removal of the device. No further information was provided.

Event description:
Additional information was received from the complainant reporting a pounce thrombectomy device used to extract clot in iliac to achieve peripheral blood flow followed by successful closure of vessel with manta closure system. Both interventions were successful.